Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s). Model: d154vwc, ICD; implant: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient phoned in with general device questions when they mentioned that one of their leads was "not working." Follow-up with the patients clinic revealed the patient was seen in-office at which time the high-voltage svc coil exhibited high impedance. No programming changes have been done and the physician and patient are working on a treatment plan in order to replace/revise the lead. The lead currently remains in use. No patient complications have been reported as a result of this event.